Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the lead, acceptable electrical values could not be obtained. Multiple repositioning attempts were made. The lead was removed from the pocket. A replacement lead was successfully implanted at that time.